Event description:
Information was received from a healthcare professional regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the healthcare professional (hcp) would like the pump interrogated and confirm magnetic resonance imaging (MRI) compatibility. The hcp stated that they wanted to confirm that the pump was working and not giving too much medication because the patient came to the hospital with altered mental status. It was noted they thought the patient was having a stroke, but they ruled that out. The patient was given narcan this morning ((B)(6) 2017) and the patient responded to it. It was noted as a sudden change in therapy/symptoms. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient was sick and hospitalized for 7 days in (B)(6)2017. The patient had a mrsa infection in their pump pocket. The patient experienced redness, swelling, fever, incision site was hot to the touch, and the patient felt a burning sensation at the pump site. The patient also reported that the felt kind of weak, was dizzy, had lost appetite, had no energy or strength, and was vomiting. A family member of the patient called an ambulance on (B)(6) to take them to the hospital due to the vomiting. It was reported that the symptoms came on suddenly. It was reported that the infection was due to the implant of the pump. The patient was given intravenous antibiotics and was on a "pickline" for 3 months. The system was explanted in (B)(6)2017. The patient was also on vancomycin. It was reported that the infection was resolved. The patient reported that they had 3 medications in their pump. The patient didn¿t remember the doses or concentrations. The patient believed that one of them was for blood pressure. The patient believed the blood pressure medication made them dizzy. No further complications were anticipated/reported.